Manufacturer narrative:
Terumo did not receive the actual device; however, an investigation was completed on a retention sample. The investigation noted that if the 3-way stopcock is rotated at 360 degrees, it leaks at the handle. This is a customer technique damaging the part, causing the leak. The device history record did not indicate any production related problems. All available info has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during set-up, the 3 way rotatable stopcock leaked when it was rotated to the 4th position. The product was changed out and the surgery was completed successfully.